Manufacturer narrative:
This report is submitted on september 13, 2019.

Event description:
Per the clinic, it was reported that the patient developed an infection near the implant site. It is unknown whether treatment has been administered, as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2019. The patient was not re-implanted, as of the date of this report. This report is submitted october 16, 2019.

Manufacturer narrative:
This report is submitted december 23, 2019. - attachment: [155607 device analysis report reg.pdf].